Event description:
It was reported that during a cardioid artery endarterectomy procedure, the clip applier cut the artery instead of clipping it. A 5.0 prolene was used to suture the tear in the artery. There was no pt consequence.

Manufacturer narrative:
Date sent: 11/07/2008. Trip spring. Evaluation summary: the mcs20 instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. However, the device lockout was not functional. The device was disassembled and the trip spring was found off center causing the lock out failure. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.